Event description:
Resident was found lying on the hallway floor with her walker next to her. She complained of hip pain and was unable to bear weight so she was transferred to the hospital. She suffered a fractured pelvis. No one observed the fall. The resident usually ambulates quite well with her walker. It is assumed that she tripped or became dizzy and fell. There is not any thing wrong the the walker.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.